Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, deformation, and wear abrasion. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii and exchange of textured device due to patient's concern with product". Device has been explanted and replaced.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii and exchange of textured device due to patient's concern with product".

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii and exchange of textured device due to patient's concern with product". Device remains implanted.